Manufacturer narrative:
Consumer admits to leaving the heating pad on and unattended which is abuse of the product and a violation of the instructions and warnings provided. Consumer has not returned the product.

Event description:
Consumer was using the heating pad for her neck while in bed. She got up and left the room and allegedly, when she returned, the bed was on fire. She was able to put the fire out.